Manufacturer narrative:
Investigation: one photo and nine sealed packaged 5ml syringe, confirmed to be from batch #8092501 (p/n 309646), were received. The samples were visually evaluated. Some of the packages were circled and marked to indicate one or two dots on the syringe barrels. No scale marking defects were observed in the returned samples. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. The reported defect was not identified in the samples received. All visual inspections were performed as per requirement. Batch 8092501 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It has been reported that the bd¿ syringe 5ml ll sp125 has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: it was reported that black dots keep appearing around the barrel of the syringe and they interfere with the markings for measurement accuracy. Per email: I have a question regarding black dots on your 5ml ll syringe, ref 309646. We also keep finding black marks and scratches on our 30ml ll syringes sold in a tray of 10, ref 305618. Is this normal to have black marks and dots on some of your products? It looks like the ink splattered.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 5ml ll sp125 has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: it was reported that black dots keep appearing around the barrel of the syringe and they interfere with the markings for measurement accuracy. Per email: I have a question regarding black dots on your 5ml ll syringe, ref 309646. We also keep finding black marks and scratches on our 30ml ll syringes sold in a tray of 10, ref (B)(4). Is this normal to have black marks and dots on some of your products? It looks like the ink splattered.